Manufacturer narrative:
Philips service reloaded the software and replaced the geometry control pc, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry stopped working after power outages on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.